Event description:
It was reported that insulation damage was noted on the atrial lead during a routine device upgrade procedure. The insulation appeared to be fraying at the proximal portion of the lead. It was noted that it was not clear if the damage was present prior to dissection or if the insulation was damaged with cautery. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.